Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 37 mg/dl, 57 mg/dl, and 175 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
It was reported that the patient has expired after an implant duration of approximately 80.87 months. Through follow-up with the health-care provider via telephone, it was learned that the immediate cause of death was aortic stenosis, secondary to congestive heart failure. It was also noted that the nature of death was natural.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
The customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.